Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the fetal spiral electrode difficult removal and caused a skin injury on the babies head. The device was reported to be in use on a patient, the patient suffered a skin injury.

Manufacturer narrative:
Philips reached out for more information regarding the incident and to see if the product was available for return. Unfortunately, we did not receive any material back for evaluation. Without the material being returned, we are not able to perform an evaluation to determine the cause of the reported incident. The fse (fetal spiral electrode) was removed from the patients by surgical intervention of the doctor. H3 other text : device not accessible for testing.

Event description:
The customer reported that the fetal spiral electrode difficult removal and caused a skin injury on the babies head. The device was reported to be in use on a patient, the patient suffered a skin injury.